Event description:
Reportable based on device analysis completed on 22-dec-2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The non-totally occluded, de novo target lesion was located in the moderately calcified left anterior descending (lad) artery. Predilation was performed with a balloon. A 3.00 x 20 synergy¿ drug-eluting stent was advanced to treat the target lesion. However, the stent could not be implanted due to the anatomy of the target vessel. The procedure was completed with the implantation of a 3.0x8mm synergy drug-eluting stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were damaged, distorted & lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink in the shaft at the port bond skive location. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).